Event description:
It was reported that the surgeon inserted an aq2015a three piece silicone lens and the lens tore upon insertion. The incision was enlarged to remove the lens and sutured. The lens was discarded.

Manufacturer narrative:
Evaluation: conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.